Event description:
The distributor reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.